Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, gradual increase in right ventricular pacing lead impedance over last year was observed during follow-up in clinic. Patient will be referred to electrophysiologist for further evaluation. No date is scheduled yet. Patient was stable.

Event description:
New information received notes that right ventricular pacing lead impedance was noted to be high, out of range. Lead was capped and replaced on (B)(6) 2019. Patient was stable throughout the event. Related manufacturer reference number: 2938836-2019-04457; related manufacturer reference number: 2938836-2019-04458.